Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for incontinence in (B)(6) 2015 and mesh was implanted. The patient returned to the doctor in (B)(6) 2015 due to sharp vaginal pain. The patient reported that the ends of the mesh were cut by the doctor which made the issue worse. On (B)(6) 2017, the patient saw a gynecologist who confirmed mesh erosion through the vaginal wall. The patient reported experiencing pain in the groin and lower back as well as no feeling to her legs which causes inability to walk. The patient is also unable to have intercourse since (B)(6) 2015. The mesh remains implanted. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.